Event description:
It was reported that during a lap gastric bypass procedure, when the surgeon fired the fourth time with the second device to create the gastro-enter anastomosis, he felt it was much easier than he was used to when he fired the device. He opened and noticed that all staples were in place in the tissue, but it was not cut at all. He took a new device and fired on the same place and it worked. After he completed the anastomosis he inspected very carefully and did a leak test. Everything was ok. He finished the case. The pt is ok and will go home tomorrow.

Manufacturer narrative:
Evaluation summary- the analysis results found that the instrument was returned with the firing mechanism damaged and a reload present. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.